Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reporting capsular contracture, baker grade IV. . This relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reporting capsular contracture, baker grade IV. . This relates to the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
E1: fax number continued: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Calcification: no observed. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, e1, h3, h6.